Manufacturer narrative:
No service was requested by the user facility who performed investigation by themselves. The o2 cell was reportedly replaced. No parts or ventilator logs were returned for investigation. The root cause of the generated alarms has not been determined.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).